Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. The balloon was inflated twice at 5 atmospheres for 10 seconds, however, the balloon ruptured. The procedure was completed with a non-bsc balloon. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the proximal marker band. There was no marker band damage detected.inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. The balloon was inflated twice at 5 atmospheres for 10 seconds, however, the balloon ruptured. The procedure was completed with a non-bsc balloon. No patient complications were reported and patient's status was stable.